Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy connector assembly, which resolved the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed therapy connector assembly and determined that the reported issue was due to an electrical open. Both the apex and sternum contacts were missing their inner sleeve which makes a connection questionable.

Event description:
The customer contacted physio-control to report that when attempting to perform the user test, the device gave a "connect electrodes" message when a test load was connected to the device. This occurred with a therapy cable, as well as hard paddles. As a result, defibrillation may not be available, if it were necessary.